Event description:
It was reported by the patient's spouse that the patient had received five shocks in a week and had not known the shocks were delivered until told by a rep. Attempts at follow up were not successful and therefore unable to confirm the delivery of shocks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).